Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The tip cover accessory was returned with no cuts or holes. No physical damage was observed. The tip cover accessory was properly installed on another mcs instrument without issue using an applicable tip cover accessory installation tool. The tip cover accessory was not loose, nor did it move while attached on the tube extension of the mcs. The in-house mcs instrument with the installed tip cover was driven, and no interference or issues occurred. The tip cover accessory did not fall off or show any signs of sliding up and down the tube extension of the mcs instrument. The tip cover accessory installation tool was used properly to remove the mcs tip cover accessory off the instrument. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative lingual burn is due to an exposed area of the monopolar curved scissors instrument, secondary to the unsuccessful installation of the monopolar curved scissors tip-cover accessory. The cause of the failed installation of the tip-cover accessory cannot be determined, based on the current information available. The product has not been returned to intuitive surgical, inc. For evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted oropharyngectomy procedure, the monopolar curved scissors (mcs) tip cover accessory fell off of the mcs instrument. This occurred when the light-blue ring used to position the instrument tips was removed, and it initially went unnoticed. Because the staff checked that the tip cover accessory was positioned correctly on the mcs instrument beforehand, the mcs was positioned onto the robot with confidence; however, the instrument was no longer sheathed. Further, the visual field was restricted, due to the small opening of the patient's mouth and to the type of surgery, and only the distal tips of the instruments were directly visible. Thus, it was impossible to immediately see that the tip cover accessory was missing. However, the surgeon eventually did notice the lack of protection and found that the patient sustained a lingual burn. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.